Manufacturer narrative:
The lead was electrically deactivated and remains implant. No plans for intervention at this time. No adverse patient effects.

Manufacturer narrative:
Subsequent information indicated that in addition to displaying loss of capture, the lead displayed high, out of range pacing impedances. A lead revision procedure was performed and the lead was cut and capped. There were no additional adverse patient effects. As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this lead exhibited intermittent loss of capture at maximum programmed outputs.